Manufacturer narrative:
Conclusion- the actual device involved in this event was returned for evaluation. The reported symptoms could not be verified. The unit powered on normally several times. Then, it ran for thirty minutes with a hand piece attached without any issues (customer power cord used). Internal inspection revealed no loose hardware or electrical connections.

Event description:
It was reported that during a gynecological procedure, the lights on the motor drive unit went out and the unit powered off. The problem persisted with a different power cord and outlet. A different motor drive unit was used to finish the case with no patient consequence.